Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device is "beating" and that they "can see it" happening. Additional information obtained via follow-up reported diaphragmatic stimulation was identified. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.